Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via a report by the food and drug administration that the customer experienced low blood glucose on (B)(6) 2016 with unknown blood glucose levels at the time of the incident. The reporting party did not mention how the customer was treated. The customer experienced symptoms such as loss of consciousness. The customer was most likely wearing the insulin pump during the incident. The customer stated that their insulin pump over delivered. The customer was later notified of an infusion set recall. Troubleshooting was not completed. The insulin pump will not be returned for analysis.